Event description:
It was reported that the customer experienced difficulty charging the pump with the usb cable as the cable was bent. A replacement usb cable was sent to the customer. Customer's blood glucose was 68 mg/dl.

Manufacturer narrative:
Device not returned.